Event description:
It was reported by service report that the siderail functions were locked out and the sheathing on the power cord was torn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard lockout, and power cord sheathing.